Event description:
During an examination on the axiom luminos drf pt's knee got hurt. The pt was sitting on the footrest with his legs turned towards the wall. When the operator inclined the column for positioning, pt's knee got squeezed under the compression unit. The pt complained of knee pain. There is no report of the pt having sought any form of medical treatment in regard to the reported incident. The reported case occurred in belgium.

Manufacturer narrative:
In october 2010 siemens issued an annex to the operating instructions for customers operating the system. The addendum defined additional danger zone and made note to pay special attention to the sitting pt during downward tube movement. The customer safety advisory notice was distributed to the affected customers via an update instruction ax072/10/s and reported to the FDA under c&r submission # 2240869-10/25/10-0014-c. To prevent such occurrences from happening, the covers were modified (beveled). The modification was implemented on the units starting with system serial number (B)(4) and higher. This report was submitted march 24, 2014.